Event description:
Patient tracheostomy shiley #6 xlt distal cuff in place. Upon assessment, trach tube connection broken off at flange site, unable to be resecured. Trach unsecured in patient, trach had to be exchanged.